Manufacturer narrative:
A third-party service agent evaluated the customer's device and verified the reported issue. Physio-control continues to investigate the reported issue and will submit a supplemental report on this event to the FDA as provided by 21 cfr 803.56.

Event description:
Physio-control determined during preventive maintenance that the device was not able to charge. In this state the device may not be able to provide defibrillation therapy, if it were needed. There was no patient involved in the reported event.

Manufacturer narrative:
Section h6 results code grid of the supplemental medwatch report indicated: short circuit. Section h6 results code grid of the supplemental medwatch report should indicate: electrical/electronic component problem identified section h11 of the supplemental medwatch report indicated: third party service agent verified that device was not completing defibrillation energy charge and logged event code. After replacing therapy pcba, proper device operation was observed through functional and performance testing. The device was subsequently returned to the customer. Physio-control further evaluated the replaced therapy pcba assembly at the product analysis center (pac) and confirmed reported issue but technician was unable to determine root cause component. A cause of the reported issue could not be determined. Section h11 of the supplemental medwatch report should indicate: third party service agent verified that device was not completing defibrillation energy charge and logged event code. After replacing therapy pcba, proper device operation was observed through functional and performance testing. The device was subsequently returned to the customer. Physio-control further evaluated the replaced therapy pcba assembly at the product analysis center (pac) and confirmed reported issue but technician was unable to determine root cause component. The cause of the reported issue was isolated to the therapy pcb assembly, further root cause could not be determined.

Event description:
Physio-control determined during preventive maintenance that the device was not able to charge. In this state the device may not be able to provide defibrillation therapy, if it were needed. There was no patient involved in the reported event.

Manufacturer narrative:
Third party service agent verified that device was not completing defibrillation energy charge and logged event code. After replacing therapy pcba, proper device operation was observed through functional and performance testing. The device was subsequently returned to the customer. Physio-contol further evaluated the replaced therapy pcba assembly at the product analysis center (pac) and confirmed reported issue but technician was unable to determine root cause component. A cause of the reported issue could not be determined.

Event description:
Physio-control determined during preventive maintenance that the device was not able to charge. In this state the device may not be able to provide defibrillation therapy, if it were needed. There was no patient involved in the reported event.